Event description:
It was reported that the implantable neurostimulator (ins) ¿just went off¿ and the patient needed to figure out how to turn it on as soon as possible. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3998, lot# v060415v01, implanted: 2010 (B)(6); product type lead product ID 399945, lot# v140633, implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).